Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump battery charge dropped by about 20 percent in a short period of time earlier in the day but did not cause unexpected shutdown. There was no reported impact to the customer¿s blood glucose level. Customer received education on how to handle sudden battery level changes and best practices for battery use, acknowledged understanding, and was advised to monitor system and contact support if issue continued.